Event description:
It was reported that an ilet bionic pancreas sustained a cracked touchscreen while in the user¿s pocket, after which the screen became unresponsive, and a replacement device was provided; the affected device¿s component involved was the touchscreen and the problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. The user was advised that the replacement device would no longer be watertight.